Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of two and a half years. At the previous follow-up in december 2018 the projected longevity was nine years. The device was only implanted for three years, so premature battery depletion was suspected. Normal lead measurements and therapy usage were observed; the device paced 99% in the atrium and 0% in the ventricle. The patient was released after the device check and a new follow-up was scheduled for december 2019. No adverse patient effects were reported. The device was checked again february 5, 2020 and the longevity was now reported as one year remaining. Therefore a replacement procedure was scheduled, to be performed on february 11, 2020. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. It was later reported that the device was explanted and replaced as planned on february 11. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The explanted device is expected for analysis but has not yet been received.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The explanted device is expected for analysis but has not yet been received. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of two and a half years. At the previous follow-up in (B)(6) implanted for three years, so premature battery depletion was suspected. Normal lead measurements and therapy usage were observed; the device paced 99% in the atrium and 0% in the ventricle. The patient was released after the device check and a new follow-up was scheduled for (B)(6) 2019. No adverse patient effects were reported. The device was checked again (B)(6) 2020 and the longevity was now reported as one year remaining. Therefore a replacement procedure was scheduled, to be performed on (B)(6) 2020. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. It was later reported that the device was explanted and replaced as planned on february 11. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of two and a half years. At the previous follow-up in (B)(6) 2018 the projected longevity was nine years. The device was only implanted for three years, so premature battery depletion was suspected. Normal lead measurements and therapy usage were observed; the device paced 99% in the atrium and 0% in the ventricle. The patient was released after the device check and a new follow-up was scheduled for (B)(6) 2019. No adverse patient effects were reported.